Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Event problem and evaluation codes: method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4) lens not returned.

Event description:
The reporter indicated the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -16.0/+2.0/x098 diopter, and noted the lens had torn. The lens was removed with no reported injury. The lens was not exchanged for another lens.